Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is (B)(6) 2014. According to the complainant, on (B)(6) 2014, the jejunal tube was kinked. Flushing was unable to resolve the issue. On (B)(6) 2014, the jejunal tube was checked by the physician and it was replaced with a new endovive two-port through the peg jejunal tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of jejunal tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.